Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
It was reported that multiple episodes of right ventricular oversensing was noted on the electromyography for the right ventricular lead on (B)(6) 2020. The lead has been explanted and replaced on (B)(6) 2021. The patient was stable before and after.

Event description:
New information received notes, the physician elected to replace the lead and the device on 5 jan, 2021. The patient is stable.